Event description:
A pt failed to connect a transfer set to a twin bag's port (misspike) by uv flash auto. A sample has been sent to be evaluated. There was no pt injury or medical intervention per initial report.